Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was in a retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation.

Event description:
It was reported during the procedure, the helix of the right atrial (ra) lead would not deploy. The physician changed the lead to a different model to complete the procedure. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was in a retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation.

Event description:
It was reported during the procedure, the helix of the right atrial (ra) lead would not deploy. The physician changed the lead to a different model to complete the procedure. No adverse effects were reported.